Event description:
It was reported that there was air in the line of an extension set. According to the report, there were ¿some bubbles produced within the filter when conducting a routine intravenous administration procedure.¿ this malfunction occurred during priming. There was no report of patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 05/09/2013 - 05/10/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.